Event description:
Patient reported she needs a replacement for the nebulizer pari plus lc. Patient stated it is spitting the solution out in her face and she didn't feel like she was receiving all of her medication. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified; chronic obstructive pulmonary disease with (acute) exacerbation.